Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the device occurred an error frequently at the time of sealing but the product was not remained. The tissue became stuck to the jaws because the product was used for about 10 hours and the error still continued. The procedure was completed with another device. There was no patient injury.